Event description:
Rv bipolar lead impedance warning on (B)(6) 2022. Rvtip to rvcoil lead impedance warning on (B)(6) 2022. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)